Event description:
It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a hemostasis procedure performed four days prior (male patient; age and weight unknown). According to the complainant, "post procedure used the clip then it was found the clip came off. On original date, while cleaning the scope, they were found the clip actually stayed in the scope and was removed with tissue on it." The procedure was completed with another of the same resolution clip device. They were no information regarding patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.